Event description:
It was reported the patient's experiencing pain at the ipg site. Reportedly, the pocket is superficial making the ipg move around in the pocket which causes sciatic nerve pain. Surgical intervention may take at a later date.